Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted an incomplete heat seal bead weld to the patient connector during the rf (radio frequency) weld process. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension set leaked; further described as ¿leak was coming out of a puncture, near the area with the white end that connects to the patient portal. This was observed during use of peritoneal dialysis therapy. There was no patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.